Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue is the main printed circuit board assembly (pcba). The fsr replaced the main pcba and the issue was resolved. The fsr returned the device to service specifications.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The field service representative reported the circuit pressure transducer failed calibration testing. The customer reported it is unknown whether or not there is any patient involvement associated with the event.